Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device. A non-covidien service provider replaced the single board computer(sbc) and the issue was solved.

Event description:
It was reported that at a time of maintenance the ht70 ventilator was started up then the screen froze at green image. There was no patient involvement.

Manufacturer narrative:
Only the sbc pcb was returned for analysis. Verified complaint that unit displayed a green screen during post. Could not duplicate customer complaint that unit froze on the green screen. Sbc pcb was installed into a test bed. Unit was powered up numerous times over a period of several hours. Green screen was observed during post, however unit always completed post. Visual inspection found no anomalies.

Event description:
It was reported that at a time of maintenance the ht70 ventilator was started up then the screen froze at green image. There was no patient involvement. Covidien was not authorized to evaluate/repair the device. A non-covidien service provider replaced the singleboard computer (sbc)and the issue was solved.